Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the op-amp circuit design of the printed circuit patient board, therefore the 180 scopes no longer produce images due to a failure of the op-amp.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a black image was produced when the unit was tested with olympus series 180 scopes and the cause isolated to a faulty ap and dr patient board set.

Event description:
A user facility reported to olympus that the image was of poor quality and they were unable to capture the image. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.